Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/25/2019. This event was resolved via telephone between the customer and the manufacturer's phone technician - there was no on-site evaluation by the manufacturer. It was clarified the customer was accustomed to the auto trak feature on other devices, but that this particular device did not actually have said feature. The phone technician provided instructions on how to run a performance verification test to verify operation. This matter was then resolved. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause could not be determined.

Event description:
The customer reported a ventilator in which the auto trak was not responding properly. This event was reported as having occurred during clinical use - there was no allegation of harm associated with this report.